Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported failure was replicated and confirmed; it is attributed to a failure on the log board and bezel assembly. An external and internal inspection was performed and no problems or anomalies related to the complaint reported by the facility were identified. All inspected parts were manufactured by bd. An analysis of the error logs did not reveal any errors or malfunctions during the reported time frame. Also, a log review of the event logs showed that the last infusion was recorded on (B)(6) 2025 at 1:26 am. At a rate of 90 ml/h, and a volume to be infused (vtbi) of 1903.84 ml. No additional information related to the reported event is available. During testing. It was determined that there is a failure in the logic board, which prevented the calibration configuration of the pump module from proceeding. The pump module logic board was temporarily replaced solely for testing purposes with a known-good part, and the calibration task was repeated. After replacing the logic board, the test failed again, displaying the message: ¿pump module must be repaired.¿ subsequently, the pump module bezel assembly was temporarily replaced for testing purposes with a one known-good bezel from the dchu laboratory. After replacing the assembly, calibration was successfully performed, and the rate accuracy task was executed again. This showed an error rate of 0%, which confirmed that the original bezel assembly was defective. The bd alaris¿ system with guardrails¿ suite mx user manual v12.3.2 states in its warnings and cautions: do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed rate calibration. There was no patient involvement.